Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via company representative to our local affiliate (B)(4). This case involves a (B)(6) female patient who began poly-l-lactic acid (sculptra) therapy on (B)(6) 2008 for an unspecified indication. Relevant medical history and concomitant medication information was not reported. The patient reports that she presented with two nodules on her forehead after receiving therapy with poly-l-lactic acid. On (B)(6) 2008, the patient received her first treatment of poly-l-lactic acid possibly containing 5ml water and 2ml lidocaine which was injected around her eyes and above the lateral aspect of the eyebrows, bilaterally. Within one month, she developed pea size nodules on each side of her eyes where poly-l-lactic acid was injected. The left side was larger and visible. It is unknown if any corrective treatment was given. Patient previously used botox (distort) sic, last treatment (B)(6) 2003 and hyaluronic acid (restylane) one dose on (B)(6) 2007. No problems after receiving these treatments. Event outcome is ongoing. Reporter's causality: probable.

Manufacturer narrative:
(B)(4). Additional information received on 13-jun-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.